Event description:
Similar to report # (B)(4). The medicine port cap of the enteral feeding extension set will occasionally come loose, resulting in the loss of an enteral feed, and the emptying of gastric contents. This does not occur with the design of the competitors product that we switched from. The mic-key extension sets have caps that screw closed with threads, whereas the mini one caps use friction alone.